Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 627745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dob: ((B)(6) 1997, (B)(6) 1998 and (B)(6) 2000)), ureteric obstruction in (B)(6) 2017 and rotator cuff tear in (B)(6) 2018. Concurrent conditions included body mass index normal and dysfunctional uterine bleeding. Family history included increased blood pressure (maternal and paternal). Concomitant products included alprazolam (xanax), clonazepam, fluticasone propionate (flonase), medroxyprogesterone acetate (depo-provera) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches/ head pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding( vaginal bleeding)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vulvovaginal pain ("vaginal pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (underwent a laparoscopic-assisted supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, headache, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the genital haemorrhage, back pain, abdominal pain, vaginal discharge, alopecia, migraine, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: after surgery, the plaintiff has been left with abdominal deformity and severe large scarring. And all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 627745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (dob: ((B)(6) 1997, (B)(6) 1998 and (B)(6) 2000)). Concurrent conditions included body mass index normal and dysfunctional uterine bleeding. Family history included increased blood pressure (maternal and paternal). Concomitant products included alprazolam (xanax), clonazepam, fluticasone propionate (flonase), medroxyprogesterone acetate (depo-provera) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches/ head pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding( vaginal bleeding)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vulvovaginal pain ("vaginal pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (underwent a laparoscopic-assisted supracervical hysterectomy with removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, headache, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the genital haemorrhage, back pain, abdominal pain, vaginal discharge, alopecia, migraine, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: after surgery, the plaintiff has been left with abdominal deformity and severe large scarring. And all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 9-feb-2018: fu from pfs+mr: new events: pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, vulvovaginal pain, dyspareunia, vaginal haemorrhage, menorrhagia, headache were added. Reporter information, patient demographic information, other relevant history also added. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), menstrual disorder ("abnormal menstrual bleeding"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent a laparoscopic-assisted hysterectomy with removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the back pain, migraine, menstrual disorder, alopecia, vaginal discharge and dysmenorrhoea had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: after surgery, the plaintiff has been left with abdominal deformity and severe large scarring. And all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes were bilaterally occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.